Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-02. H6: investigation summary: to aid in the investigation of this issue, two physical samples were returned for evaluation by our quality engineer team. The returned samples were missing the tip cap component and were empty of saline solution. The plunger movement was tested for both syringes. One of the syringes presented resistance to flushing, but the second sample did not show any difficulty in plunger movement after pressure was applied. To further investigate this issue, twenty retained samples of the same lot number were obtained from the manufacturing facility. The retained samples were inspected for plunger movement difficulty, however, no signs of defect were identified. During the production process, a sampling inspection was performed for the potential defect of plunger movement difficulty, and all results were acceptable. Based on the investigation results, an exact manufacturing related cause could not be identified for this incident.

Event description:
It was reported that syringe 10ml saline fill ce was blocked during use. This occurred on 5 occasions. The following information was provided by the initial reporter: syringe blocked during flushing. Blockage after 1/2 flush of the syringe, so in the middle of the flush procedure. So after about a 5 ml flush.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 10ml saline fill ce was blocked during use. This occurred on 5 occasions. The following information was provided by the initial reporter: syringe blocked during flushing. Blockage after 1/2 flush of the syringe, so in the middle of the flush procedure. So after about a 5 ml flush.